Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. DHR for assembled needle (an) was performed for batch 8194126 & 8171098 (catalog 8079958). There were no hooked point rejects at the in-process and outgoing inspection for these an batches. (B)(4) quality notification was raised for hooked point in the past (B)(4) months. Qn#(B)(4) is the qn raised for hooked point. DHR for packaged needle (pn) was performed for batch 8195222 (catalog 307146usgt) there were no related quality notifications raised. As there was no sample or photo available for evaluation, a root cause could not be determined and complaint could not be confirmed. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd vacutainer® flashback blood collection needles experienced cannula breaking off or pulling out during use. The following information was provided by the initial reporter: the nurse used a straight needle to connect to a safe and fast needle holder for blood collection. During the connection, the needle holder suddenly popped open, causing the needle to slide in the patient's blood vessel. The nurse immediately pressed the needle, but it did not come out. No pic. No sample.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® flashback blood collection needles experienced cannula breaking off or pulling out during use. The following information was provided by the initial reporter: the nurse used a straight needle to connect to a safe and fast needle holder for blood collection. During the connection, the needle holder suddenly popped open, causing the needle to slide in the patient's blood vessel. The nurse immediately pressed the needle, but it did not come out. No pic. No sample.